Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
A patient in the ICU with an intra-aortic balloon (iab) was found to have rust-colored discoloration in the helium line during a routine check at 1000, though it had been clear at 0900. The pump did not alarm, and the patient remained stable. Cardiology fellow dr. Chen attempted to remove the balloon from the right femoral artery but encountered resistance. The sheath was removed, but the balloon remained in place. Attending dr. Klein was notified, and the patient, experiencing pain and nausea, was given hydromorphone and ondansetron. Dr. Cole from critical care assisted, and dr. Mason replaced the sheath, initiating IV antibiotics. After a CT scan, the patient was started on heparin and antibiotics (vancomycin and zosyn) before being transferred to the uw b4/5 unit at 1445. Surgical intervention was planned for balloon removal and potential femoral artery repair in the or.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).